Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip did not release from the grip tips after closing onto the test tube. Root cause of this failure is typically attributed to the misuse/mishandling. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .031" offset at the tips. As a result, the clip could not be properly loaded on the grips. This also caused the clip test failure of the instrument.

Event description:
It was reported during a da vinci-assisted surgical procedure, the medium large clip applier instrument misfired and would not completely close. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.